Event description:
It was reported that the patient developed right hip pain accompanied by a popping sensation. The patient was diagnosed with right hip bursitis and underwent an it band window procedure approximately 15 years after the initial implantation. During this procedure, significant metallosis was noted, including metal wear fragments, with no signs of infection. The patient underwent irrigation and debridement (I&d), and cultures were obtained, all of which were negative for infection. The patient later underwent a second I&d, again with negative cultures for infection; however, extensive metallosis was observed. Subsequently, the patient underwent a revision approximately 16 years post-implantation due to metallosis, with antibiotic spacers placed one year after the revision. No operative records were provided. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: mod ml taper fem st 11 item: 00771301100 lot: 61034277 kinectiv modular neck r item: 00784802400 lot: 60927078 tm acet shell 58mm cluster item: 00620205822 lot: 61062090 xlpe 0 deg poly liner 58x36. Item: 00630505836 lot: 61188257 h6: proposed component code: mechanical (g04) ¿ head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.